Event description:
It was reported by the contact person the device was used during a exploratory laparotomy, small bowel resection. It was reported the pt had a barium enema prior to the procedure. The first firing with the original cartridge worked fine. During the second firing, first reload, the advancing knob would go forward but would not come back. It partially stapled and cut. There was a little barium leakage (less than 10cc). The surgeon controlled leakage using sponges and much irrigation. On the seond reload, third firing, the same thing occurred. The case was completed by opening a new tlc55 (with the original reload). Two reloads and the tlc55 with one of reloads that did not function is being returned. The reload with lot # l4a46l is believed to be the original cartridge that functioned properly. There was no consequence to the pt.